Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The technician traced the reported malfunction to a defective patient bridge and distribution board. The bridge and the board were replaced to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The defective patient bridge was returned to the manufacturer for further investigation. The visual investigation and an hardware analysis could confirm the reported issue and traced it back to a faulty electronic pump motor due to presence of water in electronics. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message. The reported issue was identified by a livanova representative during maintenance. There was no patient involvement.